Event description:
It was reported that (1) tlc55 and (1) tcr55 were used during a small bowelresection procedure. It was reported by the rep that the surgeon used the stapler to resect small bowel, and the knife only cut partially. The surgeon had to use a second stapler to finish the transection to the small bowel. The case was completed and there was an extended or time by five minutes.